Manufacturer narrative:
The pump was received with a blank display due to a corroded battery cap contact and moisture damage on the battery tube. The pump was tested with a good battery cap, and the pump had normal operating currents. No blank display or low battery alerts were noted during testing. No damage was found on the lcd isolation tape. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to sweat during her workout and the display went blank. Blood glucose value was 350 mg/dl. Customer stated that the battery cap looks kind of rusty around the interior edges, with white residue. The customer stated that the device did not return after changing the battery. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.